Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the adhesive came loose, cannula dislodged from the infusion site, and the cannula was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level had reached 391 mg/dl. The customer noted that the pod fell off in the middle of the night, dislodging the cannula, which was noted to be bent. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
Although a kink was noted in the cannula this is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. The returned device was determined to be operating as expected during our evaluation and could not conclusively be attributed to the reported event.